Manufacturer narrative:
The subject device was returned to olympus (B)(4). Olympus china checked the subject device and confirmed that there were bristles of the cleaning brush in the air/water nozzle, and also found that the foreign materials could not be removed even if the correct reprocessing was performed due to the buckling of the air/water nozzle. There was the possibility that insufficiently or incorrectly reprocessed subject device might be used for next procedure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china, the caution described in the instruction manual and similar past cases, omsc surmised that this phenomenon was attributed to the following. - the cleaning brush was damaged when the air/water valve was brushed in the previous reprocessing. - the bristles of the damaged cleaning brush invaded into the air/water channel from the air/water valve and clogged in the air/water nozzle. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, it was found that the air/water nozzle of the subject device was clogged. The field service engineer of olympus (B)(4) inspected the subject device on-site and found that the air/water nozzle was clogged with foreign materials (bristles of the cleaning brush), and then replaced the clogged air/water nozzle to new one. The reprocessing method of the subject device at the user facility is unknown. There was no report of patient injury associated with this event.